Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 01/21/2020. A review of the device history record confirmed the lot passed finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ad, appendix 1- product complaint level 2 and level 3 investigation procedure. Returned cartridge testing met the acceptance criterion for suppressed results but the sample size was too small to assess points outside total allowable error (ea). No deficiency has been identified.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2020, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant hematocrit/hemoglobin results of 25%/8.5 g/dl on a (B)(6) year old female patient presented for an aneurism repair. There was no additional patient information available at the time of this report. Return product is available for investigation. Method: I-stat, hematocrit: 25 %pcv, hemoglobin: 8.5 g/dl. Lab, 17.8 %pcv, 5.9 g/dl. Collection and test times were not provided. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.